Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, body mass index normal, cervical cancer since (B)(6) 2013 and fibromyalgia. Concomitant products included oxycocet (percocet) from (B)(6) 2016 and vicodin from (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping, even when not menstruating/severe lower abdominal painv"), back pain ("severe lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), dysgeusia ("metallic taste in her mouth"), arthralgia ("severe joint pain"), peripheral swelling ("swelling in legs"), myalgia ("severe muscle pain"), migraine ("worsening of her migraines"), headache ("worsening of headaches"), fungal infection ("yeast infections"), urinary tract infection ("urinary tract infections"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), fatigue ("chronic fatigue"), weight decreased ("weight loss"), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("leg pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, arthralgia, peripheral swelling, myalgia, migraine, headache, fungal infection, urinary tract infection, dyspareunia, depression, anxiety, fatigue, weight decreased, fibromyalgia, genital haemorrhage, pain in extremity and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pain in extremity, pelvic pain, peripheral swelling, urinary tract infection and weight decreased to be related to essure. The reporter commented: since removal surgery, the symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, patient details, other relevant history product information, concomitant drugs, events- abnormal bleeding (vaginal), weight loss and back pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping, even when not menstruating/severe lower abdominal pain"), back pain ("severe lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), dysgeusia ("metallic taste in her mouth"), arthralgia ("severe joint pain "), peripheral swelling ("swelling in legs"), myalgia ("severe muscle pain"), migraine ("worsening of her migraines"), headache ("worsening of headaches "), fungal infection ("yeast infections"), urinary tract infection ("urinary tract infections"), dyspareunia ("painful intercourse"), depression ("depression "), anxiety ("anxiety "), fatigue ("chronic fatigue ") and weight decreased ("weight loss"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, arthralgia, peripheral swelling, myalgia, migraine, headache, fungal infection, urinary tract infection, dyspareunia, depression, anxiety, fatigue, weight decreased and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, fungal infection, headache, menorrhagia, migraine, myalgia, pelvic pain, peripheral swelling, urinary tract infection and weight decreased to be related to essure. The reporter commented: since removal surgery, the symptoms have mostly resolved, though some remain. Company causality comment : incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.